Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor noticed that the catheter was folded at the level "15" after insertion in the patient and the reason why is of the yellow little tongs that hold the catheter in the packaging, that are removed when using but the catheter is already deformed. Clinical consequences: issue with the "way-back" with one of the line of the catheter. Necessary to switch lines in the beginning of the dialysis. The blood flow was half what it should have been. So the dialysis was less effective.

Manufacturer narrative:
(B)(4). After additional review of the returned device, this was deemed a non-reportable issue, thus the initial MDR, submitted on 09/12/2018, was sent in error.

Event description:
It was reported that the doctor noticed that the catheter was folded at the level "15" after insertion in the patient and the reason why is of the yellow little tongs that hold the catheter in the packaging, that are removed when using but the catheter is already deformed. Clinical consequences: issue with the "way-back" with one of the line of the catheter. Necessary to switch lines in the beginning of the dialysis. The blood flow was half what it should have been. So the dialysis was less effective.